Event description:
A system operator reports this patient had residual refractive error in the left eye following prk surgery. Clinical records indicate the patient did exhibit a residual refractive error of - .75 diopters in the left eye at approximately 4 months post-op as well as a decrease of 2 lines bcva. At 6 months post-enhancement in the left eye, the patient still exhibited a residual refractive error of -.75 diopters and a decrease of lines bcva. The patient also reported she could not drive at night due to glare.

Manufacturer narrative:
The complaint investigation has not been completed at this time.